Manufacturer narrative:
Product complaint # (B)(4). Additional information received: the surgeon reported that the ¿feet¿ of staples seem to be in random trajectories when the staple line is turned over and inspected. He stated that in the past, the staple lines looked nice and parallel. The surgeon first noticed this issue months ago. It was confirmed that the surgeon waits 15 seconds for adequate tissue compression prior to firing.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during a gastric bypass, the formation of the staples were "almost an 'x' shape, and sharing pockets they were sharing." Case completed with the same stapler. There were no patient consequences reported.